Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Manufacturer narrative:
The device was returned for analysis. Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that this implantable defibrillator declared the battery status elective replacement indicators (eri) with a monitoring voltage of 2.7 volts and charge time of 18.2 seconds. The physician suspected premature battery depletion. Boston scientific technical services was contacted whom discussed that the longevity is within specification according to the system guide for this device. Currently this device remains implanted and in service. No adverse patient effects reported.

Event description:
Subsequently this device was replaced. No adverse patient effects reported.